Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted protection diode cr20 on power pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations initial reporter phone was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.